Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during testing. The cause for the failure was isolated to the u409 can transceiver on the computer/analog board and shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca. The root cause for the shorted igbts and transceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor and reported that the monitor was resetting.